Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error twice and motor position encoder error. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm the motor position encoder error alarm due to overwritten history file. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.